Manufacturer narrative:
The root cause was due to a component failure (broken tube in the rinse unit). The service actions performed by the field service engineer resolved the issue.

Manufacturer narrative:
The ast, creatinine, and glucose reagents' lot numbers and expiration dates were not provided. The field service engineer found that the gear pump head (gph) pressure was low, and the tube in the rinse unit was damaged. He adjusted the gph pressure and replaced the tube in the rinse unit. He also checked the photometer, verified the washing levels of cuvettes (detergents and water), and adjusted the reagent pipettes. The instrument was operational. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with ast assay and creatinine assay, 2 patients' samples tested with glucose assay and 1 patient sample tested with total cholesterol assay on a cobas 8000 c702 module. Sample 1: ast: initial result: 108.8 u/l. Repeat result: 12.7 u/l. Creatinine: initial result: 1.287 mg/dl. Repeat result: 0.867 mg/dl. Sample 2: glucose: initial result: 590 mg/dl. 1st repeat result: 85.5 mg/dl. 2nd repeat result: 85.7 mg/dl. Sample 3 and sample 4 were tested on (B)(6) 2025: sample 3: glucose: initial result: 626.4 mg/dl. Repeat result: 90.9 mg/dl. Sample 4: total cholesterol: initial result: < 4. Repeat result: 318.6. The unit of measurement was not provided. The customer noticed that the initial results were outside the normal values and repeated the samples. No questionable results were reported outside the laboratory.